Event description:
A talent stent graft system was implanted in a patent for the endovascular treatment of an abdominal aortic aneurysm approximately two weeks ago. Vessel morphology was not reported. It was reported that the patient returned with an occlusion iliac limb occlusion, due to a tight aortic bifurcation. The physician elected to perform a femoral to femoral bypass. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Eval codes: results: occlusion. Tight aortic bifurcation. Conclusion: tight aortic bifurcation.